Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence alleged failure: blade broke. Probable root cause: inadequate window profile. Inadequate welding process (i.e. Plasma, inductive, gluing). Improper material strength. Inadequate size selected for the application. Material brittleness. Excessive force applied by the user. Incorrect rfid tag. (B)(4).

Event description:
It was reported that the tip broke. The tip was retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. The tip was retrieved from the patient.